Event description:
It was reported the patient experienced an overstimulation sensation after being thrown down on a couch. The patient felt shocking at the time of the trauma. The ins device was checked, and a short was reported. The patient was seeking a new physician to explant the device.

Manufacturer narrative:
(B) (4).